Event description:
The hosp reported that during the coronary artery bypass procedure, the seal was "defective". A replacement device was used to complete the procedure. No pt complications were reported. In 2004, the seal was received cracked. This is a reportable malfunction.